Event description:
(Iab s/n unk) the hemostasis valve on the sheath was taken apart, and there was massive bleeding. The iab was removed and a 2nd was inserted. The hemostasis valve was not returned to co for eval. The valve as discarded by the facility.